Manufacturer narrative:
The hvad remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted with-in 30 days of completion of the investigation. Device remains implanted.

Event description:
Approximately one year after hvad implantation, this patient was found deceased at home. The patient lives alone and had been seen by his general practice physician (gp) the day before the event for prescription replacements. The patient mentioned that he felt flu like symptoms but was cleared by go\p. Gp signed patient's death certificate as "cardiac arrest."

Manufacturer narrative:
The heartware ventricular assist device (vad) is used for treatment not diagnosis. It was reported that the patient was found deceased at home. The device was not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The controller log file analysis was inconclusive for the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported clinical adverse event cannot be conclusively determined; a possible root cause may be attributed to the reported cardiac arrest. Death is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events related to death are multifactorial and may be attributed to failed modality, medical treatment, progression of disease, and patient comorbidities. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Death is a known potential clinical adverse event associated with vads as outlined in the IFU. Per the IFU events related to death are multifactorial and may be attributed to failed modality, medical treatment, progression of disease, and patient comorbidities. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. .